Event description:
During the procedure, the introducer "ruptured" and migrated in the pulmonary artery. The detached portion of the device were retrieved with no consequences to the patient.

Manufacturer narrative:
Corrected data: h6. Additional information: g6, h2.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The sheath tubing had been torn and stretched into two sections; both sections were returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing damage remains unknown.